Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing and the implantable pulse generator (ipg) exhibited possible atrial arrhythmia (due to) timing not being tracked and falling into blanking period. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.